Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the lower gantry cover and louvre cover was required to be replaced. Once the representative replaced the covers, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: kit svc o2, bi71000159 cvr inr gntry 135d kit svc o2, bi71000452 cover pos louvre. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site ran the imaging system into a table and damaged one of the covers to the point that the gantry will not close. There was no patient present when this issue was identified.